Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was failed during download and was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had stopped during downloads and went to critical override. The technical support specialist (tss) dialed into the station and found that the device had experienced a domain name system (dns) issue which caused a loss of connectivity with the server. The tss verified that the dns server was managed by the hospital information technology department, verified that the station was currently back online and successfully communicating with the server. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was failed during download and was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.